Manufacturer narrative:
The t:slim pump user guide states that the user can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to being sick (vomiting), the customer had not delivered a bolus and received an auto-off alarm. The customer also had a urinary tract infection. The customer's blood glucose (bg) level was 686 mg/dl. Insulin injections and a bolus of insulin were used in attempt to address the high bg level. The customer was hospitalized for diabetic ketoacidosis and was treated with an intravenous drip and an insulin drip. The customer's bg/ketone level was resolved and the customer was discharged 3 days later. Tandem technical support reviewed the auto-off feature with the customer.